Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had error code and possible leak. The customer's blood glucose value was unknown. Customer stated they don't remember what error code was and pump asked to rewind also smelled insulin like it was leaking. The device will not be returned for analysis.